Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device left softkey was not functional. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The soft keypad and its associated parts were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was determined to be the torn soft keypad.

Event description:
The customer contacted stryker to report that their device left softkey was not functional. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.